Manufacturer narrative:
The referenced issue with the percutaneous lead requiring use of an ungrounded power module patient cable was reported under medwatch MFR report # 2916596-2013-00993. Approximate age of device ¿ 4 years, 1 month. The event occurred at (B)(6). The pump was returned for analysis with the percutaneous lead cut approximately 7 inches from the pump housing. The distal portion of the lead was also received. The percutaneous lead's (lead) metal braided shield demonstrated thinning indicative of normal wear for the duration of use. The lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts; however, visual inspection revealed breaches to the insulation of the red and orange wires approximately 1.25 inches from the cut end of the distal portion of the lead. The remainder of the lead revealed areas of abrasion, but was otherwise unremarkable. If the exposed conductors of the red or orange wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the alarms and pump stoppages that were previously reported and confirmed. No evidence of depositions or thrombus formation was present throughout pump. The pump's blood contacting surfaces were examined under a microscope and no anomalies were observed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient underwent a routine heart transplant due to availability of a suitable donor heart. The patient had a history of suspected short-to-shield issues with the percutaneous lead and had been on an ungrounded power module patient cable since (B)(6) 2013. During the manufacturer's investigation of the returned pump, internal wire fatigue was confirmed.